Event description:
It was reported that during a laparotomy procedure, the stapler was loaded with a reload. At the time of removing the orange protector, they realized that there are not formed staples on the distal side of this, and the pushers were out, (had not manipulated the trigger). It also tried to make shot and this does not work, the trigger does not advance, the shot is not made. Another like device was used to complete the procedure. It is unclear if there were any patient consequences. The reload was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: will the ntlc75 device be returned? : no, it was not returned, only the cartridge sr75. The form submitted is marked both yes and no in response to the question, is it a potential adverse event? Please clarify. The correct answer is : no. The form submitted indicates the procedure was prolonged by 5 hours. Please provide details. There was an interpretation error. The correct answers is : the procedure was prolonged only minutes. Was an attempt made to fire the device with this reload? Yes. If yes, is this when the trigger did not advance? Yes.